Event description:
Upon review of a customer's results on the galileo echo (m00219), it was noted that a reaction was interpreted as negative but visually appeared positive.

Manufacturer narrative:
Customers were notified of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.